Event description:
The customer reported a leak at the probe of the act diff instrument. The volume of the leak was about 1/2 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found a leak at the probe wipe rinse block. The fse found that the drain line through pinch valve lv8 was clogged. Pinch valve lv8 controls the probe wash drain to the vacuum isolator chamber. The fse bleached the drain line through pinch valve lv8 and the instrument ran without any leaks. The repairs were verified per established procedures. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters because of the probe dripping into the baths. (B)(4).